Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to dissection of the aortic vessel and reoperation. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, this patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair a thoracic aorta pseudoaneurysm from zone 1. A final angiography showed that there was no endoleak. The patient tolerated the procedure. On (B)(6) 2018, a follow-up examination revealed a type a dissection. A total aortic arch replacement was performed to treat the dissection. The patient tolerated the procedure. It was reported that the patient vessel's was fragile. It was not clear whether the range of the type a dissection had reached the endoprosthesis, but dissection was localized to the ascending aorta. No further information was available.